Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on (B)(6) 2019, that the manufacturer representative (rep) changed the patient's programming to group d because that works best for the patient. The patient also reported that she would try to charge, which would make the device so strong that it would make the device go off really high and the patient would stop charging. In addition, the patient would get 2 or 3 coupling boxes but when she sits, she was not able to get any at all. The patient cannot get the boxes filled and her device would not hold a charge. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient was having a problem recharging their implant for 6 months so they met with a manufacture representative (rep) on (B)(6) 2019 and the rep checked their implant and reset it because it was going off and they didn¿t know why but the implant is working fine after the rep reset it. However, the patient cannot really charge their device. The rep looked at the patient programmer (pp) and recharger and they seem to work fine but when they used it on (B)(6) 2019 they were getting 3-4 bars. The patient has to charge every week and it is getting worse and they can¿t find their implant on them. The rep used their device and everything is working. The patient cannot charge with their piece but don¿t have their equipment. The patient would call back with their equipment. There were no patient symptoms reported and no complications reported.